Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a defective rear response button, causing it to be non-functional. The rear response button metallic dome was off-center, causing an intermittent connection. The root cause of the off-center dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor returned a monitor and reported that the response buttons were non-functional.